Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by visually inspecting the affected assemblies related to the reported error. The fse found the theta axis movement was inhibited. The fse further found the sample nozzle tubing was caught behind the bracket at the end of the sampling nozzle arm. The fse corrected the sample nozzle tubing position by adjusting the tie to the tubing. This raised the tubing position during operation, preventing the error from recurring. The fse then performed all alignment checks. The fse validated the analyzer by running quality control (qc) with results within acceptable range. No further action required by field service. The aia-360 analyzer is operating as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number: (B)(6) through the aware date of the reported event. There were two (2) similar complaints identified during the searched period, which includes this event for audible noise. There were no similar complaints identified during the search period for 4029 spec.t-axis home not found error. The aia-360 analyzer operators manual section 7-1: list of error messages states the following: error message: 4029 spec.t-axis home not found. Description: the home position of the specimen t-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The most probable cause was due to a mechanical problem with the sample nozzle tubing position, cause not established.

Event description:
A customer reported 4029 spec.t-axis home not found error and audible noise on the aia-360 analyzer. The customer rebooted the analyzer, but error recurs. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.